Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The patient reported that they had an infection at the lead on (B)(6) 2017, which required the explant of that system. The patient re ported that a dangerous abscess had formed on the electrodes. The patient reported that after the system was explanted they experienced a return of tremors. The patient reported they were put on IV antibiotics for 6 weeks, with a vancomiacin drip every day. The patient reported that the infection resolved in (B)(6) 2017. No device issues were reported. No further patient complications have been reported as a result of this event.